Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the device reported power failure. The customer was guided to recheck the power supply. After that, the device returned to full functionality. Currently, there is no additional maintenance plan. The device remains at the customer site and no further evaluation is warranted at this time. (B)(6).

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device alarmed power failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.